Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not unfold once implanted into a female patient's eye. The lens was removed and immersed in balanced salt solution (bss). It eventually unfolded about 30 minutes later. No medical or surgical intervention was required and there was no delay in the procedure. The patient is reported having low visual acuity (va). Va pre op: 20/50, va post op: 20/30. No further information provided

Manufacturer narrative:
Additional information: after the lens removal the patient was aphakic. In the moment, it would not be necessary a new (2nd) surgery. Age/date of birth: (B)(6) 1966, update to both adverse event and product problem. Date of event: (B)(6) 2015. If implanted; give date: (B)(6) 2015, if explanted; give date: (B)(6) 2015. (B)(4). Device evaluation: to date, the intraocular lens has not been returned; therefore an investigation is not possible. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance reports were associated with this production order that were related to the reported complaint. A search on complaints revealed no other complaints were identified for this production order. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The customer's reported problem was not verified, as no lens was returned/received. Based on the manufacturing records review, historical complaint review and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.